Manufacturer narrative:
No medwatch form was received. (B)(6). (B)(4). No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned cut in two segments. Internal insulation abrasion was found at 4.7-6.5cm from the cut end of the middle segment.

Event description:
This report is to advise of an event observed during analysis.